Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia with blood glucose value like 43 mg/dl. Customer's blood glucose level was 279 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned any symptoms related to low blood glucose event such as tired. Customer¿s other relevant blood glucose values were 145 mg/dl, 89 mg/dl, 98 mg/dl, 330 mg/dl and 287 mg/dl. Customer was not alleging insulin pump was under delivering. Customer stated that the drive support cap appears to be normal. Customer reported that they have contacted their healthcare professional regarding the low blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis.